Manufacturer narrative:
1. DHR/bhr review (lot#3199612): this batch of products were assembled at intima ii auto line 2 in august 2023 and packaged at r240 package line in august 2023. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. No defective samples and photos have been received for the complaint. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Conclusion(s): no abnormality is found on process and retained sample. Because we have not received the defective sample, the specific site and status of the leakage cannot be confirmed, so the root cause of the leakage cannot be determined. The plant will continue to follow up the complaint.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm-383033-leakage at catheter junction. On (B)(6) 2025, at 1:20 p.m., continuous intravenous infusion was required. At 1:21 p.m., an adverse reaction occurred after the puncture was successful, specifically manifested as leakage at the connection between the catheter tube and the needle handle. At 1:23 p.m., the catheter was immediately replaced, and the outcome was satisfactory. After communicating with the warehouse, the situation was reported to the manufacturer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.